Manufacturer narrative:
Event date is on an unreported date in (B)(6) 2020. This report is for a breach in aseptic technique which resulted in peritoneal inflammation. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritoneal inflammation. The breach in aseptic technique was not further described. It was not reported if the patient was hospitalized for the event. Treatment for the event was unknown. At the time of this report, the patient has recovered from the event. Pd therapy was withdrawn during the treatment. It was not reported if the patient was retrained on the proper aseptic technique. No additional information could be provided as the reporter declined follow up.